Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Approximately 8 months after the implantation the device stopped working.

Event description:
Approximately 8 months after the implantation the device stopped working. The user does not want to undergo a revision surgery due to his health status.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not considered at the moment due to the users health status.